Event description:
Received 10/12/2016/ bellafil on 08/02/2017. In (B)(6) 2022, 10-12 large granulomas appeared where the bellafil was injected. Face is disfigured. Retrieved medical records from md who injected bellafil, dr (B)(6). Saw (B)(6), md on (B)(6) 2022 for evaluation.